Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the device had no telemetry, however, manual electrical measurements noted normal pacing and sensing function. The titanium case was opened and visual inspection revealed no irregularities. Initial testing was still unable to obtain telemetry function. When connected to an external power source, telemetry function was restored and an attempt was made to reset device memory, however, was unsuccessful as device memory had been lost. Normal telemetry function was able to be regained during analysis testing, however, the cause of the reported observations was unable to be determined.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated with a programmer and an unable to identify device and a telemetry interference message was observed. Two different programmers were attempted, in different outlets and a different room, however, the same messages were observed, however, a magnet rate of 100 paces per minute was observed. A chest x-ray was taken to verify the device x-ray ID. The x-ray ID was difficult to visualize, however, it appeared to reflect a boston scientific device. The patient had not received a device replacement to the knowledge of the physician. The patient was sent home with instruction to perform an interrogation with their remote home monitoring equipment. A remote interrogation was attempted, however, was unsuccessful. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an interrogation of this crt-p was still unable to be performed. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
A copy of device memory was submitted for analysis. Analysis of device memory noted the last successful remote interrogation was performed approximately three months ago and noted slightly high power levels. Ts recommended device replacement. Device replacement will be planned for an unknown date in the future.